Manufacturer narrative:
(B)(4). The devices were returned with the distal tip of the blade broken off and not returned with the devices. The remaining blade portion was scratched on both blades. The devices were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a l1-l4 dissectomy with spinal fusion procedure, the devices blades broke off both devices outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that the pt's device was showing an increase in ohms value from 1916 ohms one year ago to 6583 ohms recently. Lead impedance was ok on diagnostics, however. Reporter also noted that the end of service projection was 7.7 years remaining on year ago and now is showing 2.9 years remaining. The device output current was turned down to preserve battery life. It was also reported that the pt had a serious fall with broken limbs. X-rays were taken and reviewed by the manufacturer. Upon review, the positive electrode appeared to be broken and the electrode placement may be off. No other anomalies were noted. Based on the x-ray images provided, the exact cause of the increased lead impedance is unk; however, the broken positive coil and electrode placement may be contributing factors. Attempts for further info have been unsuccessful to date.